Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had arch repair and a subsequent thoracic stent graft placement for a dissection with another manufacturer¿s stent graft at a different facility on an unknown date. The descending thoracic aorta beyond the stent still has a dissection which appears to be expanding and goes all the way into the infra-renal aorta to the origin of the aneurx stent graft. The aorta measured 40 mm below the renals and up to the origin of the aneurx stent graft. There does not appear to be a good seal where the stent graft is located and it is currently 2.7 cm below the renals. The stent graft migration was likely due to disease progression/neck dilatation. No endoleak was reported. The patient has also developed a 43 mm iliac aneurysm distal to the left iliac limb; however, no endoleak was reported. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).